Event description:
A securi-t replacement gastrostomy tube was placed in 2008. According to the complainant, the device was replaced. While attempting to remove the device to replace with a lubricant agent, the t-bumper/bolster was detached inside the pt and had to be removed using forceps. The physician completed the procedure with a different device. No pt complications were reported as a result of this event, and the pt's condition was reported as "good" following the procedure.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 2008 15-month replacement bolster enteral feeding product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.